Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) was in backup mode. The lp was successfully restored. There were no patient consequences.

Manufacturer narrative:
The reported device reset in atrial leadless pacemaker (alp) was confirmed. The session records data suggest that the alp had a power on reset on the implant day. The implant date stored in the device was inadvertently erased in the recovery procedure and did not get entered until two weeks post implant on (B)(6) 2025. The reset was likely the result of external dc shock(s) during the implant. The alp appears to have recovered from the reset and operated in ram mode as expected.

Event description:
New information received indicated the atrial leadless pacemaker (lp) was missing the battery longevity calculation.